Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A sample was received to perform an investigation. A visual inspection of the returned pump found the seal label was missing. The physical condition of the pump was observed to be good. A review of the pump event history log found no evidence of the reported air in line alarm. Functional testing was performed and found high alarm displayed, air in line detected during testing. The reported problem was duplicated. The root cause of the reported issue was found to be caused by a defective air detector. Actions were taken to mitigate the reported issue: the air detector was replaced.

Event description:
Additional information received indicated this event occurred during inhouse testing. No patient was involved.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited constant air in line alarm with a primed set. No adverse effects were reported.